Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device alarmed critical insulin pump error alarm and had stopped working. Customer's blood glucose was unknown. Customer was advised the device will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
Findings: unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed self-test. No critical pump error noted. Unit alarmed pump error during rewind due to corroded motor home switch. Unit received with corroded electronic assemblies and corroded battery tube. Unit received with minor scratches on case, cracked select button keypad overlay, keypad overlay texture damage, cracked case corner of the belt clip rails near the battery compartment, serial number label missing, end cap address label missing and minor scratches on lcd window. Unit received with corroded battery tube.